Event description:
Caller reported a cgm error, specifically error 42, relating to a g7 sensor. There was no adverse impact to the customer's blood glucose level, as no specific thresholds were exceeded. Technical support provided complete pump reset information, although the pump unexpectedly shut down on its own a few hours later, requiring no action from the customer.